Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that after an implant procedure, the patient did not pick up his antibiotic and took off the dressing early and was running a fever. The patient was reportedly doing better now.